Manufacturer narrative:
(B)(4). Pump was not received in stuck manufacturing mode. The pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Format history file analysis confirmed pump error (variable 3) due to poor solder joints at u1 ambient light sensor on keypad assembly. The pump was received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window, fading serial number label and keypad overlay texture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the customer had insulin pump error when self test performed. The blood glucose was 4.5 mmol/l at the time of the incident. Customer reported small crack in pump casing and serial number worn off on label. The insulin pump will be returned for analysis.